Event description:
The pt called lfs in 2002 alleging that the pt's one touch basic meter reading inaccurate low. According to the documentation by ccr. The pt was taken to the emergency room and treated there. The pt has had diabetes for over 18 years and tests the pt's bg twice a day (am and afternoon). The pt takes a set amount of novalin 70/30-32 units in am and 17 units in afternoon. The previous day (day prior to calling lfs), the pt tested the pt's bg in the morning with a reading of 58 c. The pt took set amount of 32 units of insulin. The pt did not feel any symptoms at this time. In the afternoon that some day, the pt tested the pt's bg again with a reading of 44 c. The pt thought the pt's reading was low and so the pt "took orange juice and sugar to bring it up". The pt then started feeling "sweaty, but felt like high blood sugar". The pt was taken to ER (around 7:00pm) where the pt's bg on the ER meter was 241 mg/dl. The pt was given a shot of insulin and kept there for 4 hours. The pt came home and "went right to bed". The next morning, the pt went to the pt's doctor's office to have the pt's meter checked out. The pt's doctor did a lab test (489 mg/dl) and based on the lab, increased the pt's insulin to 34 units in arm and 19 units in the afternoon. She went home and called lfs for a replacement per doctor's advice. The pt did not test bg for the rest of the weekend unit the new meter arrived. The pt continued to take the pt's set amount (the new dosage) of insulin. Went over the qc and cleaning procedures and frequencies.